Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The sensor cable was returned cut at approximately 6.35cm form the rear of the y-fitting. In the same manner, the pressure tubing was also returned cut at approximately 7.9cm from the female port. A catheter tubing kink was observed near the y-fitting at approximately 76.7cm from the iab tip. At this same location, an inner lumen/optical fiber break was also observed. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected at the inner lumen break location. The evaluation confirmed the reported leak which appears to have been caused by a kink on the inner lumen which developed into a break. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Previously only a sheath was returned. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium tubing. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
A competitor sheath, dilator and pouch were returned with traces of blood on the exterior of the sheath. No physical damage noted. No iab returned. Unable to perform an underwater leak test since the iab was not returned. The reported event cannot be confirmed by the evaluation since the iab was not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint# (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium tubing. The iab was removed, and replaced with a new one. There was no patient harm, or adverse event reported.